Event description:
It was reported that during a scheduled device change out procedure, the atrial lead impedance measured high when tested through the analyzer and the impedance was unable to be determined when measured through the new device. It was also noted that the impedance was unable to be assessed through the patient's chronic device as it had reached the elective replacement indicator (eri) approximately one year prior to change out. The atrial lead was left plugged in to the replacement device and the device was programmed to vvir. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2003 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.